Event description:
Pt was revised to address dislocation.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. Review of the device history records for the known product/lot combination did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any evidence of product error/contribution regarding the reported problem. Based on the investigation, the need for corrective action is not indicated.